Event description:
On (B)(6) 2013, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the device had a tilt, migrated, and caused a mesenteric perforation. The filter was tilted medially and all six of its intact struts perforated the lumen of the inferior vena cava (ivc). The filter had migrated slightly inferiorly as some of the inferior aspects of its struts extended into the common iliac veins. The anterior strut abuts and it was likely embedded in the proximal wall of the right common iliac artery. On (B)(6) 2019 CT scan clarification found a 2.4 cm migration, tilting with the apex against the wall, and right iliac artery perforation. The perforation type was aortic instead of mesenteric. There was no stenosis or fracture.